Event description:
A physician reported a pt who was originally skin tested on 15 june 1998 with negative results. On 26 july 1998, the pt was treated into the transverse forehead lines without event. The following day, 27 july 1998, an additional treatment was administered to the lateral aspect of the right forehead. Immediately, the injection site begain to bleed "profusely" and the pt experienced sudden, intense headache, a long with nausea, dizziness and blurred vision. The injector applied pressure to the site to stop the bleeding. There was no discoloration at the injection site until the next day when the pt noticed a slightly raised, "greenish" bruise approx 10 mm in diameter at the injection site. The nurse instructed the pt to take tylenol for the headache, which was described as "really bad" for the first 24 hrs, then diminishing. As of 29 july 1998, the injector reported that the site was very tender and there was some residual headache pain. The pt's vision was clear, and the nausea and dizziness resolved. On 28 july 1998, the physician examined the pt and diagnosed vasospasm; explaining that a bit of the collagen material had most likely entered a blood vessel probably causing the pt's systemic symptoms. On 4 august 1998, pt had developed no signs of necrosis at the forehead injection site, and all previously reported symptoms had cleared.